Manufacturer narrative:
The user facility report# (B)(4) was received from the (B)(4) registry which stated that the patient experiencing a "power surge associated with rpm of <8000." No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The cardiologist reported that the patient had an altered level of consciousness because of his sedative medication (ambien) and disconnected the system controller completely from power for about 10 minutes. The patient's son heard the alarms and reconnected the system controller which restarted the pump. The patient reportedly did not experience any los, neuro event and the pump parameters remained stable. The patient was taken to the hospital by family and the international normalized ratio (inr) and pump parameters were found to be within normal limits (wnl). The patient was however admitted for further observation.